Event description:
International affiliate reports cerebrospinal fluid did not flow through the implanted valve due to some form of blockage. The valve was explanted and replaced, however, the device was discarded by the customer and is not available for eval.